Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy device (crt-d) was admitted to the hospital with abdominal pain. It was noted that the patient's heart rate was 30 beats per minute and no pacing occured. When the device was interrogated, a red screen alert for a shorted lead condition was displayed. The device was programmed to 72 beats per minute in vvir and was pacing without capture. Impedance measurements on the rate sense channel and the left ventricular lead were elevated. Device history showed 85 episodes of ventricular tachycardia with varying classifications including non-sustained, divert-reconfirmation, anti-tachycardia pacing (atp), shock delivery and shorted conditions.